Event description:
The report stated that during a lap colon procedure, the device did not seal properly. The surgeon is unsure if there was an end tone, which is an audible confirmation that the seal cycle has been properly completed. There was no bleeding. Another ligasure handpiece was used for the surgery.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.